Event description:
It was reported that the patient underwent a surgical procedure to treat bladder prolapse on (B)(6) 2007 and mesh was implanted. It was reported that she continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00828. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of vaginal mesh erosion, repair of vaginal fistula on (B)(6) 2011 by dr. (B)(6) at (B)(6).